Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with the insulin pump and high blood glucose levels. Customer's blood glucose level was 440 mg/dl. Customer believed the basal rates set up on their insulin pump may have been inaccurate. Customer advised the max bolus setting only allows 10 units of insulin to be delivered during a bolus which they feel was inaccurate as well. Customer advised they were legally blind and needed someone to assist them. Customer advised they had high blood pressure, lost 22 pounds, were very ill, feared amputation and needed to get their health issues fixed starting with the insulin pump. Customer advised the settings from their old insulin pump were not the same on the replacement device they were sent. Customer was advised to monitor their insulin pump and high blood glucose and call back if issues persist.